Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for about the last few months, the patient (pt) noticed the plastic on the recharger antenna (rtm) was coming off and then the cord was frayed on the rtm recently with wires exposed. Pt mentioned the rtm exposed wires shocked the pt and the shock hurt the pt. Then, pt said the frayed rtm cord "may have caused an alert message on the controller;" pt got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_58 4_qf_new" 3 days ago. During the call, the pt mentioned they had their controller plugged in for 10 minutes or so, but the screen was still blank/unresponsive. The pt performed a hard reset on the controller and the controller responded. Pt confirmed the software problem error code was removed. Ins charge was low and controller charge was 0%. Pt said the damaged rtm had only been charging their ins about 10% even though the pt charged the ins for an hour. The patient was sent a replacement recharger (rtm).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen and the cable insulation was pulled too far from the recharger (rtm) donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.